Event description:
There is no risk to the pt or caregiver as the siderail can still latch in the up position and help prevent a pt from inadvertently rolling off the stretcher.

Manufacturer narrative:
Results: IV pole.